Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. Product event summary: the introducer was received, analyzed, and noted to be damaged during use. The analyst noted that the safesheath with dilator was returned with blood visible on both. The valve seal appears encrusted with dried blood and deformed. (B)(4).

Event description:
It was reported that during implant, the sheath was introduced into the left subclavian vein over the guidewire. When the dilator and guidewire were withdrawn, significant bleeding was noted through the valve. The physician flushed and aspirated the sheath to attempt to clear any debris that may have been impeding the valve, however the bleeding persisted. The sheath was removed and replaced. No patient complications have been reported as a result of this event.